Event description:
It was reported that the system monitor screen was displaying odd looking characters all over the screen. After several reboots, the system monitor was working without issue.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a system monitor display issue was confirmed. The submitted photograph showed a distorted display on clinical screen of the system monitor, with erroneous numbers being shown across the screen. The system monitor was not returned for evaluation. It was reported that the issue resolved after re-booting the system monitor several times, and no further issues were observed. The root cause of the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 02jun2016. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU), section titled ¿setting up the system monitor for use with the power module¿) and the heartmate 3 IFU under section 4 ¿system monitor¿. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.